Event description:
It was interrogated on: (B)(6) 2017, 14 months of battery life left; (B)(6) 2017, 13 months of battery life left; (B)(6) 2017, triggered but pt was not on surveillance; (B)(6) 2017, pt presented to emergency room (ER) with dizziness and chest pain.